Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of low intraocular pressure (iop), macular edema, minimal spillover inflammation in vitreous, hypotony, and small hyphema in a patient who was implanted with the micro-stent device. Iop was 4 at post op day 1 and week 1. Additional information was received from the surgeon reporting the patient is not reporting pain, no red eye, but inflammation was worrisome. He is considering explanting the device. During the last postoperative visit, the patient had 3-4+ cells.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).